Manufacturer narrative:
Additional information: h6. H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an automated pd set with cassette leaked; further described as the ¿supply line was leaking about 3 inches away from the cassette¿. This occurred during dwell one of automated peritoneal dialysis (pd) therapy. The patient was connected at the time of the event. The cassette was leaking from inside the cycler; ¿dripping from the door¿. During trouble shooting, it was reported that there was a pin size hole which caused a leak in the supply line tubing. Renal therapy services advised the patient to start over with all new supplies. There was no patient injury or medical intervention associated with this event. No additional information is available.